Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a separated glue at the bending section cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the rubber around the distal end was bulged and kinky, during an unspecified procedure involving an olympus cysto-nephro videoscope. There was no patient injury reported.